Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant products: unknown - unknown articular surface - unknown. Unknown - unknown femoral component - unknown. Unknown - unknown patella - unknown. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-01014. 0001822565-2021-01015. 0001822565-2021-01016.

Event description:
It was reported the patient underwent a left knee replacement. Subsequently, the patient alleges experiencing pain, stiffness, and leg length discrepancy approximately 2 years later. The patient also alleges implant loosening as her leg bows out while walking and she hears a "clunking" noise. Attempts have been made and no further information has been provided.